Manufacturer narrative:
.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement. Further follow-up revealed that the patient has been experiencing an increase in seizures. It is unknown whether or not the seizures were an increase above the patient's pre-vns baseline frequency. The patient underwent generator replacement on (B)(6) 2015 due to battery depletion, near end of service. Device diagnostics were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility discarded the explanted generator; therefore, no product analysis can be performed.